Event description:
It was reported that pump displayed malfunction alarm code 0 with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction code appeared again.